Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded gray metallic coils') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leiomyoma nos and adenomyosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy, da vinci platform). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, pelvic pain and menometrorrhagia outcome was unknown. The reporter considered embedded device, menometrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: gross description: myometrium: the myometrium at the bilateral cornu is additionally notable for embedded gray metallic coils, which slightly extend into the fallopian tube lumina but do not extend into the intrauterine cavity. The remaining myometrium is tan-pink , rubbery , markedly trabecular and up to 2.7 cm in thickness. Right fallopian tube: the segment is 5.0 cm in length and ranges in diameter from 0.5 to 1.1 cm . The serosa is red purple, smooth and glistening to focally ragged. There are multiple thin walled , clear watery fluid filled cysts ranging from less than 0.1 cm to 0.1 cm. Sectioning reveals a pinpoint to stellate lumen. The proximal lumen contains a gray metallic coil left fallopian tube: the segment is 5.3 cm in length and ranges in diameter from 0.5 to 0.9 cm . The serosa is red purple, smooth and glistening. There are multiple thin walled , clear watery fluid filled cysts averaging less than 0.1 cm in greatest dimension. Sectioning reveals a pinpoint to stellate lumen. The proximal lumen contains a gray metallic coil. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded gray metallic coils') and pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included leiomyoma nos and adenomyosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy, da vinci platform). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, pelvic pain and menometrorrhagia outcome was unknown. The reporter considered embedded device, menometrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2021: gross description: myometrium: the myometrium at the bilateral cornu is additionally notable for embedded gray metallic coils, which slightly extend into the fallopian tube lumina but do not extend into the intrauterine cavity. The remaining myometrium is tan-pink, rubbery, markedly trabecular and up to 2.7 cm in thickness. Right fallopian tube: the segment is 5.0 cm in length and ranges in diameter from 0.5 to 1.1 cm. The serosa is red purple, smooth and glistening to focally ragged. There are multiple thin walled , clear watery fluid filled cysts ranging from less than 0.1 cm to 0.1 cm. Sectioning reveals a pinpoint to stellate lumen. The proximal lumen contains a gray metallic coil left fallopian tube: the segment is 5.3 cm in length and ranges in diameter from 0.5 to 0.9 cm. The serosa is red purple, smooth and glistening. There are multiple thin walled , clear watery fluid filled cysts averaging less than 0.1 cm in greatest dimension. Sectioning reveals a pinpoint to stellate lumen. The proximal lumen contains a gray metallic coil. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.